Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8590-1, lot# n200309, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
On 2015-10-09 information was received from a consumer regarding a patient receiving intrathecal baclofen. The patient's pump was beeping in 2014, so their doctor replaced the pump. They went to a refill appointment on (B)(6) 2015 and were told by the nurse that their pump was coming up for replacement. The patient was confused because they were told that their pump had already been replaced in 2014, and they were now wondering if only their catheter had been replaced. Additional information was requested to determine if the pump replacement in 2014 was confirmed.